Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed, it passed the debug test and no defects were found.

Event description:
It was reported by the patient that the power-indicator light on the carelink monitor is no longer lighting up. The monitor is being replaced. No patient complications have been reported as a result of this event.